Event description:
It was reported that during an unk procedure, there was a broken device. The trocar was broken inside the anvil. Completed with the same like product. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.